Event description:
A greenfield filter was implanted on (B)(6) 2003. On (B)(6) 2012 it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On (B)(6) 2012 it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2014 the patient had a CT of their abdomen. The images showed that greenfield type ivc filter projects over the level of the infrarenal ivc at the l3-4 level. On (B)(6) 2014 the patient had a CT of their abdomen. The images showed that an ivc filter is present with prongs extending beyond the vessel wall. On (B)(6) 2015 the patient had a CT of their abdomen. The images showed that there is an ivc filter below the level of the renal veins with struts of the filter extending beyond the margins of the ivc. On (B)(6) 2015 the patient had a CT of their abdomen. The images showed that an ivc filter is noted with struts extending beyond the lumen of the ivc, this is unchanged. On (B)(6) 2016 the patient had a CT of their abdomen. The images showed that there is an ivc filter below the level of the renal veins with struts of the filter extending beyond the margins of the ivc. On (B)(6) 2017 the patient had a CT of their abdomen. The images showed that the filter is tilted posteriorly. Its cone lies on the wall of the ivc possibly embedded in it. The filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. One of the legs of the filter penetrates into the right psoas muscle.